Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator with a competitor right atrial (ra) lead displayed trend data showing jumpy impedance measurements between 600-1500ohms. Minute ventilation (mv) sensor noise was observed on the atrial lead with no oversensing. Boston scientific technical services reviewed the data and provided troubleshooting steps for the physician during the next in-office check. The device remains in-service. No adverse patient effects were reported.